Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was connected to the power module and it alarmed for power cable disconnect. The patient exchanged the patient cable, but then received a red heart alarm. The patient exchanged the system controller. During the investigation, the log file review revealed pump stoppage events. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
The reported event of pump stoppage was confirmed during log file review and appeared to be caused due to a complete loss of power to the system controller. The log file captured approximately 1 day of events. During this time, the system operated at the set speed without issue on both batteries and the power module patient cable. A power cable disconnect event was captured toward the end of the log file followed by a loss of power. The system power was restored and pump operation resumed. Following this initial event, six other time stamp resets were captured indicating power cable disconnect events followed by a loss of power. The analysis could not determine a specific root cause that contributed to the reported loss of power and system stop. A correlation between the patient cable or system controller and the events recorded in the log file could not be determined. No device related issues were identified during this evaluation. Functional testing performed on the returned system controller revealed the device functioned as intended when tested with laboratory equipment. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.